Event description:
I used poligrip from approx (B)(6)2007 until (B)(6)2010. While I was using poligrip I began experiencing numbness and tingling in my extremities. I also experience decrease in intimate relations with my spouse. Dose or amount: denture cream, frequency: three times daily, route: oral. Dates of use:(B)(6)2007 - (B)(6)2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.